Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Reportedly, the patient ended up twiddling her device and extension ended up breaking.

Event description:
It was reported the patient's dbs system was exhibiting resistance in the programmed circuit with high impedance. Reportedly, the patient ended up twiddling her device and the lead extension ended up breaking. The surgeon confirmed it was twiddling and replaced the extension. Postoperative, all system impedance was normal and therapy was resumed.